Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was noted that the customer's reported problem of a ¿loose ring¿ could refer to the failure found during evaluation, "loose eyepiece". It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The customer reported issue was not confirmed. However, the repair inspected noted the eyepiece is loose and the eyepiece lens is cracked. The investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (oci) was informed that the customer rigid autoclavable telescope has a loose component at the outer area of the device, the imprinted model ring between the eyepiece and light guide adapter is loose and rotates. The customer reported problem was found during preparation for use. No death or injury and no impact to patient or other was reported to olympus.